Event description:
Correction to b5 of the initial report: the plastic distal end cover exhibited burns.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b5 of the initial report; please see b5 for additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a high energy endotherapy accessory (such as a laser, high frequency, etc.) Was used without ensuring a sufficient distance from the distal end. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: bf-h190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope bf-h190 operation manual: chapter 4 operation:4.3 using endotherapy accessories olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bending section cover of the exera bronchovideoscope was found to be burnt. There was no patient involvement.